Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie was not recognized on the drawer map or pyxis es. The malfunction appeared to cause some delays, but the pharmacy was aware of the issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer tried to eject the cubie, but it was not allowing the user to release as it did not recognize it as an available location. A field service engineer provided assistance to the customer and resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.